Event description:
The manufacturer was contacted regarding a reported thermal malfunction involving an innospire elegance nebulizer. The manufacturer received information from the austrian federal office for safety in health care (basg), report numbers 9003875112 and cf-1946, indicating that the device was reportedly damaged due to an electrical short circuit. According to the report, melted plastic generated fumes and significant smoke. The device was reportedly extinguished following the event, and all patients were immediately evacuated from the patient room as a precaution. There was no allegation of serious or permanent harm or injury, and no medical intervention was reported. The device has not been returned to the manufacturer for evaluation. At this time, the manufacturer's investigation is ongoing.